Event description:
It was reported the patient developed a systemic infection. It was further reported the patient had positive blood cultures and the organism was identified as (B)(6) and there was tricuspid valve vegetation. The implantable cardioverter defibrillator (ICD) system was explanted and a temporary pacing system is in use as a bridge until a new permanent system can be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.